Event description:
It was reported that the patient's blood pressure increased rapidly from 120mmhg to 200mmhg when the distal lumen was flushed in the middle of surgery on the first day of use. The patient had a past history of cardiac disease. A bolus injection of nicardipine, a vasodilator, was administered to the patient and the patient¿s blood pressure stabilized instantly. There were no patient complications reported. The reporter suspected an interlumen leakage had occurred between the distal lumen and the proximal lumen where dopamine was connected and that the remaining dopamine in the catheter got flashed into the patient.

Manufacturer narrative:
One presep catheter was returned for evaluation without the packaging. No visible damage to the catheter body was observed. All through lumens were patent without any leakage or occlusion. Leak testing was performed by using a 10cc syringe and connecting it to each of the lumens being tested. Each associated port was covered with a finger tip. The entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Visual examination was performed with the unaided eyes. Customer report of leakage issue could not be confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.